Event description:
Pt underwent laparoscopy, lysis of adhesions, & left salpingo-oophorectomy with mini-laparotomy in which an ets-endoscopic linear cutter was utilized on the infundibulo pelvic ligament. Pt had unplanned return to surgery same day for post-op bleeding. Staples were in place from where the linear device was fired across the ligament but there was blood oozing through the staple line. Pt recovered with no further problems. Physician feels the linear cutter is inappropraite for further use on the infundibulo pelvic ligament.